Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. It is highly probable the risk of stroke was increased due to the patient's less than optimal coagulation status. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that an hvad patient was admitted to the hospital on (B)(6) 2016 after complaining of not feeling well with a headache, nausea and vomiting since 6pm the night before. The patient's inr on admission was 3.2. A head CT scan was performed showing a "left cerebral hemisphere intraparenchymal hematoma and a superior right frontal subarachnoid hemorrhage. The inr was reversed with ffp and k-centra. The patient's symptoms worsened and the patient was taken to the or on (B)(6) 2016 for a craniotomy and drain placement. Pathology found a non-cancerous clot. Over the course of 2 days, the drain was removed and intravenous heparin was restarted. The patient's symptoms seemed to be improving and a repeat CT showed improvement of the front subarachnoid hemorrhage but unchanged left cerebral hematoma. The patient continues to work with pt/ot and speech therapy. Warfarin was restarted and aspirin was discontinued.